Event description:
Patient and rep mentioned second episode of burning at ins site that another rep told patient to turn the ins off. The ins hasn't been charged for at least 1.5-2 months. Caller stated the ins is currently depleted and therefore the rep was walked through passive recharge mode. While in the first cycle, the controller showed screen 76- poor recharge quality. The rep was able to adjust the recharger and then normal recharging screen appeared showing ins was in the red but controller was charged to 80%. The rep stated patient really hasn't been using stimulation because of being scared of the burning at ins site but patient wanted to try using it again because they "need this pain out of my body". The cause of the burning sensation wasn't determined. The rep was able to turn stimulation back on without the patient having the burning sensation at the pocket. The rep also ran impedances and reprogrammed the ins. The rep was monitoring the issue closely with the patient but it seemed resolved as of the day of the report.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the caller reported the patient has been having occasional burning and their implant site becoming hot about 1-2 times. The caller reported the patient has turned off their ins since august 2020, and have not gelt any burning or hot sensations at the pocket site since. The caller stated the patient denies any falls or trauma. The patient has an appointment next friday.